Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. While on support there was a placement signal failure that occurred immediately after dissection caused by a rotoblador procedure (not impella related). Impella position was checked multiple times under direct visualization even though it was giving a constant alarm of "impella in lv." The pump was checked and confirmed in proper position, but alarms persisted. In addition, there were continuous runs of ventriculo-arterial uncoupling throughout the procedure. The pump was removed and replaced with a 2.5. Additional information was provided that noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.